Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color. There was no reported patient injury. Finally, the blocker was withdrawn and changed to manual compression. Postoperatively, a 6f exoseal was used for blockage and hemostasis. Upon slow retraction of the device at an angle of approximately 50°, the blood return stopped, and then the blocker was slowly withdrawn for approximately 1 cm without a change in color of the blocker indicator window. The operator tried several times to change the angle, but the indicator window did not change color. The procedure was a vertebral artery stenting. The procedure was performed by retrograde puncture from the right femoral artery using a short non-cordis sheath. The operator had many years of experience using the exoseal. Additional information was requested but not provided. The device was not returned as previously expected for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color. There was no reported patient injury. Finally, the blocker was withdrawn and changed to manual compression. Postoperatively, a 6f exoseal was used for blockage and hemostasis. Upon slow retraction of the device at an angle of approximately 50°, the blood return stopped, and then the blocker was slowly withdrawn for approximately 1 cm without a change in color of the blocker indicator window. The operator tried several times to change the angle, but the indicator window did not change color. The procedure was a vertebral artery stenting. The procedure was performed by retrograde puncture from the right femoral artery using a short non-cordis sheath. The operator had many years of experience using the exoseal. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18341775 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "indicator window no change to indicator" could not be evaluated. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.